Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision monitor screen was black. Analysis of the log file showed video related errors. During troubleshooting, the fse confirmed that the module in b-cabinet did not switch the video signal for flexvision cleanly. The fse reset the wvh module. After resetting the wvh module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor screen was black. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.